Event description:
It was reported hard plastic shard found inside the lumen of the coreless needle for port-a-catheters. Problem discovered prior to patient contact. Once the white cap is removed from the lumen to screw on the needless connector, the white plastic shard can be found (this is during the sterile preparation and priming of the port-needle). Procedure: port-a-catheter central venous catheter accessing procedure. Issue detected before use, did not touch the patient. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a foreign material in the devices is confirmed and was determined to be supplier related. Two 19 g x 0.75 in safestep infusion sets were returned for evaluation. An initial visual observation revealed some use residue in the tubing (likely saline solution) of one of the samples, while no usage residue was seen on the other sample. A microscopic observation revealed white material, that appeared to be a piece of the dust cap, within the luer hub of both samples. The dust cap of sample 1 was observed to be damaged, while no dust cap was returned with the second sample. The damage observed on the returned samples suggests the dust caps may have been damaged during an automated manufacturing process. The supplier has been notified of this event and corrective actions have been implemented. This complaint will be recorded for future trending and monitoring purposes.